Manufacturer narrative:
Sc-1160 (sn:(B)(6)) the returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore, the probable cause was determined to be no problem detected.

Event description:
It was reported that the patient experienced a stabbing pain in the neck and it is unknown if it was device related. During a lead explant procedure wherein an electrocautery was used directly on top of the ipg, it showed a low battery level when connected to the remote control. The physician opted to replace the ipg and the patient was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Exact date unknown, event occurred several weeks ago from the aware date.

Event description:
It was reported that the patient experienced a stabbing pain in the neck and it is unknown if it was device related. During a lead explant procedure wherein an electrocautery was used directly on top of the ipg, it showed a low battery level when connected to the remote control. The physician opted to replaced the ipg and the patient was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.